Event description:
As reported, after being in place for approx 3 weeks, a PICC device developed a leak on the extension leg of the catheter (outside the body). The PICC was removed and the pt suffered no adverse effects. This description was not determined to constitute a reportable event. The used device was returned for eval and after eval of the sample, the failure was actually noted to be a split in the catheter wall distal to the suture wing. On january 25, this complaint was re-assessed and determined to be reportable.

Manufacturer narrative:
As no lot number was reported, a shipping history was performed to identify the most recent lots of the device shipped to this customer. The device history records for these lots were reviewed for any deviations related to the reported defect of the complaint. The review confirms that all the lots met material, assembly and performance specifications. A review of the 12/2009 navilyst medical complaint report was performed. No adverse trends were noted for the failure mode of "hole in catheter", and the product family of "vaxcel pasv PICC". The returned catheter was visually examined and was noted to have a split in the catheter wall just distal to the suture wing. The device was not occluded, as an 0.014 guidewire was able to pass successfully through its length. While the exact cause of the damage was unable to be determined, the catheter appeared to have been kinked adjacent to the distal edge of the suture wing. This may have contributed to the split in the tubing. No mfg-related deficiencies were noted. The device directions for use caution against the use of sharp instruments near the catheter shaft, as well as avoiding sharp or acute angles during insertion which may compromise catheter functionality. Mfg process controls include 100% visual inspection of all catheters for damage or defects as well as 100% leak testing and verification of lumen patency. (B)(4).